Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-13798. It was reported that the both the right ventricular and right atrial lead exhibiting noise. The noise was reproducible with isometrics. During lead revision procedure, the physician also noted insulation damage on both leads. The physician attempted to repair the damaged atrial lead but was unsuccessful. Both leads were capped and replaced on (B)(6) 2019. The were no patient consequences.